Manufacturer narrative:
The tech found the side rail latch is sticking most likely caused by contamination. A search for the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech lubricated the side rail latch mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the left intermediate side rail could not latch. The bed was located in the ICU at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as (B)(4).